Event description:
Hill-rom received a report from the account stating there is no audible alarm on bed exit. The bed was located in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # 1(B)(4).

Manufacturer narrative:
The hill-rom technician found the alarm on bed exit alarm inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2008, 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the scale board with a buzzer kit to resolve the issue. Based on this info, no further action is required.